Manufacturer narrative:
Device evaluation summary: visual inspection shows the lid has bonded/melted to the bowl and no longer spins. This issue along with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl could not be tested with the lid bonded/melted to the bowl. Reason for the return was confirmed with evidence of fin damage and the lid bonded to the bowl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a custom tubing pack, suction and anticoagulant assembly, an autolog washkit and an autolog instrument an error message appeared stating, 'the centrifuge is operating too slowly. Please check the installation of the bowl,' and washing could not be performed. A strange noise (metallic sound) was heard from the bowl area. A saline leak from the bowl was also observed. The customer turned the power off and attempted to setup several times however, this did not resolve the issue. The device was replaced. It is unclear whether the problem was due to a defect in the disposable or in the main device. No patient complications have been reported as a result of this event. Medtronic received additional information that no damage was observed visually in the instrument or the disposable. The main unit was powered off and re-attached, however, the issue was not resolved. It was repeated several times. There was approximately 100¿150ml of fluid in the reservoir, approximately 300ml remaining in the 1000ml saline bag, and the waste bag was empty. Those were approximate values. The error/warning message was addressed by turning the power on and off, and the disposable was reset. There was no patient blood loss as a result of this leak. No unplanned blood transfusion was required.